Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). Philip's international service technician confirmed the reported battery issue. The technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed

Event description:
It was reported that during periodic maintenance, the manufacturer¿s international service technician found that the device failed the internal battery test (pvt test 11). There was no patient involvement.